Event description:
The user reported that during deployment there was a pads connectivity issue preventing ECG from being recorded.

Manufacturer narrative:
(B)(4). Currently pending eval of the incident.